Manufacturer narrative:
The device has not been received to date. However, field service was dispatched to the customer. During evaluation it was uncovered the pin was worn out and was partially open during a leakage test which contributed to the failed test. The scope had gotten wet, which had caused the video to be intermittent. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a colonoscopy procedure, at the end of the case the connection was intermittent and the screen went black on the evis exera iii video system center. A small delay of 5 minutes while scope was switched out to another. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to liquid invasion to the video connector. Olympus will continue to monitor field performance for this device.